Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 unopened racepack. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. Received one closed sample and 12 closed samples from the stock for analysis. Tested the needle attachment of the sample received and the samples available from stock and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Breaking of opteline suture from the needle suture point. Ref;3096141 lot;114081 / ref;3090545 lot; 114403. Needle detachment.